Event description:
It was reported that during a "pancreatic oduodenectomy", the surgeon used the device to cut the stomach and found that the staples were malformed after firing. The patient lost blood and was given blood transfusion of 400cc. The surgeon used hand sewing to pin up the tissue and finished the procedure.

Manufacturer narrative:
(B)(4). Additional information provided: which firing did the issue occur? First. Color reload used? Blue. What does malformed staples mean? Shape? The surgeon could not see the staples shape but found anastomose leaked and the patient lost big blood. # of firings used on the stomach? One. Where were the malformed staples relevant to the device distal proximal did one side of cut line appear to be deformed? Unk. What was the patient's preop diagnosis? Pancreatic oduodenectomy. Why was the procedure being performed? Because of above sickness. Has the patient undergone any treatments that would impact tissue health? Unk. How much blood did the patient loose? Around 400cc. Did the patient have any bleeding disorders or was the patient taking any anticoagulants pre op? No. What is the current status of the patient? Fine now. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.